Manufacturer narrative:
(B)(4) date sent: 7/15/2026 d4: batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the account information. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Please describe in detail the events after the resection further below the rectal resection. Please describe in more detail the location of the alleged hole in relation to the staple line ? (Distal or proximal to the staple line) describe the extra bit of bowel was inspected and accessed? What is the current status of the patient? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic anterior resection. The registrar inserted the cdh29b trocar into the rectum but a hematoma formed and so the trocar was removed and the consultant surgeon resected further below the rectal resection. A new cdh29b gun was inserted into the newly resected rectal stump and the anvil docked to the spike and anvil closed and gun fired. On removal of the cdh from the rectum/anal canal an extra bit of bowel was attached around the outside of the staple housing and on inspection of the anastomosis a hole was found on the anterior side of the anastomosis and so the surgeon had to defunction the patient. The patient is fine but has a stoma. The patient was defunctioned. Patient was fine just had a stomach rather than being joined. There was a significant delay of an unk amount of time.